Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was over 400 mg/dl. During troubleshooting, the customer received an additional no delivery alarm prior to changing the infusion set and reservoir. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis. The insulin pump was not replaced or returned for analysis.